Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports nanny received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 23060c, reader sn (B)(4)). A cue covid-19 test performed on (B)(6) 2022 provided a negative result. Individual tested negative using the binaxnow antigen test on (B)(6) 2022. The individual had a runny nose on (B)(6) 2022 but had no known exposure. Cartridges were stored according to the instructions for use. Customer also reports they received a false positive a couple of months ago. See (B)(4).